Event description:
In 2008, this pt was implanted with a gore excluder aa endoprosthesis. After implanting the trunk-ipsilateral leg component and aortic extender component, the physician attempted to balloon the devices with a 27mm cook coda balloon catheter. As reported, the physician attempted three times to balloon the devices, causing the aneurysm to rupture. The pt expired on the table. The devices were explanted and sent to gore for eval. No disruptions were identified.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Aneurysm rupture due to excessive ballooning.